Event description:
The part has 2 components. The polyethylene one is not the right size one (39/00) instead of (39/05). The difference between both is thickness. The thickness is not an attribute that prevent the assembly. Nb: the batch includes 20 parts. Non was sent to the USA.

Manufacturer narrative:
The operator made a mistake when preparing the component. He took reference 26544 instead of 265145. We checked no other delivered or in-process batch presents the same error. See scanned page.